Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Only the battery was returned for evaluation. Visual inspection found the batteries had leaked electrolyte inside the pack. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1 telephone: (B)(6). G2 country: australia.

Event description:
It was reported that outside of surgery the battery pack was hot to the touch. There was no patient involvement. During product evaluation, it was discovered that the battery had leaked electrolyte. Due diligence is complete and there is no additional information available.